Event description:
The customer reported that "no value" hybritech prostate specific antigen (psa) results with indeterminate (ind) instrument flags were generated on an access 2 immunoassay system for one patient sample across two days. This report represents the "no value" result generated on (B)(6) 2012. An indeterminate flag is indicative of a result which cannot be distinguished from a system failure because the relative light unit (rlu) reading or concentration is too low. The no value psa result was not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc assessment of customer provided instrument assay performance data indicated that, of the five previously generated assay calibrations, two calibrations possessed elevated relative light units (rlus). The s0 calibrator rlu readings at the time of the event were elevated in comparison with released data. Assay quality control (qc) data indicated that one, level one, qc replicate recovered low prior to the event. The remainder of qc recovery within two standard deviations of mean. Also a potential trend was observed in qc data, with qc recovery increasing during the middle of each week. The cause of this trend could not be determined, and its significance is inconclusive. The customer was advised by beckman coulter inc to re-calibrate the assay/instrument and repeat the patient's sample. No patient specific information was provided by the customer. Actual patient results after assay recalibration was not provided by the customer. No other assays or patient results were questioned as part of this event. No event log messages were generated in connection with this event. The reagent and calibration lots associated with this event were 118914 and 119640 respectively.

Manufacturer narrative:
No service was dispatched for this event. The instrument was evaluated via beckman coulter inc led customer troubleshooting. A definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2012-01339, and 2122870-2012-01354.